Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the drive wire separated from the handle. The device was returned with a clear liquid inside the catheter. During a functional test the basket would not move when the handle was manipulated. The handle was taken apart and the drive wire was separated from the handle. Nesting was observed inside the purple hub. The portion of drive wire cable remaining attached to the handle cannula had nested (bunched up against the handle cannula). For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket is fully formed and intact. The drive wire cable from inside the sheath has nested and presents with orange discoloration. An area of orange/brown discoloration was found distal to the nesting. Solder is present on the handle cannula and drive wire cable at the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The instructions for use indicate: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.

Event description:
During a stone removal procedure, the physician used a cook memory ii double lumen extraction basket. The device was used for removal of the common bile duct stone(s). The basket opened with no problem when the user verified the device function prior to use, but it did not open in the common bile duct. Therefore, the user freed the endoscopic elevator, but the basket did not open. Another device was used instead to complete the procedure. There was no reportable information at this time. The device was returned on 02/18/2019 and evaluated. The handle was taken apart and the drive wire was separated from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.